Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 2.4 mmol/l. The customer's mother felt that the customer may have given more insulin than the meal called for. It was stated that the customer began to experience a seizure during the reaction. Nothing further was reported.